Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the glucose reading was 28mmol/l and treated with manual injections, but the glucose level kept dropping to 18mmol/l. Troubleshooting was performed. It was stated that the infusion set was changed, but the glucose level still was high. The customer then took a manual injection and went to the hospital. It was stated that the customer inserts the infusion set while sitting and uses cold insulin. Advised to stand during insertion and recommended to use room temperature insulin. Ran a fixed prime test and insulin exited. The time and date on the insulin pump were correct. No further information was provided.